Event description:
Device 3 of 4: reference MFR report number: 1627487-2019-04790, reference MFR report number: 1627487-2019-04792, reference MFR report number: 1627487-2019-04794. It was reported that the patient was experiencing inadequate stimulation with his scs system. In turn, the patient underwent surgical intervention wherein the entire scs system was explanted.